Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Functional testing included accuracy testing and found that the device was within manufacturing specifications. Based on the investigation, the complaint allegation was not confirmed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device was under infusing. It is unknown if there was no patient, or clinician injury associated with this event.